Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
A distributor of infutronix received a complaint from a patient reporting a leak in the tubing on the pump side. Patient stated the leak was closer to the pump, near the pinch clamp, and not at the luer lock. Patient stated it was leaking heavily and that they was losing all their medication so they clamped the line. Patient was instructed to power her pump down and told to contact whomever is on-call for anesthesia. Patient was at home with the infusion in progress when the leak was noticed. Patiet contacted their clinic, one of the healthcare professionals texted the patient the serial number of the pump. It was reported that this event did result in missed doses of medication. Devce operator was the patient. Medication being infused was unknown. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.